Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 48/42 code h on the right side on (B)(6) 2004. The patient was revised on (B)(6) 2016 due to aseptic loosening, osteolysis and pseudotumor.

Manufacturer narrative:
Additional information was received on september 26, 2016.since this case is related to the issues for which zimmer implemented a corrective action which was reported tothe FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4)will close this case.(B)(4).

Manufacturer narrative:
Additional information for this case was received. The investigation results and the report have been updated accordingly. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the quality records indicate that these components met all requirements to perform as intended. Received data: legal document. Initial review of complaint and supplemental documents: product was implanted on (B)(6) 2004 and was revised on (B)(6) 2016 due to aseptic loosening, osteolysis and pseudotumor. Implantation position: right. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. In addition, zimmer biomet products were combined with competitor products, which is considered off-label use. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a legal claim. It is reported that the patient underwent a revision surgery 11 years and 9 months post implantation due to peri-acetabular metallosis and necrotic bone tissue in the acetabulum. During the revision there was a fracture of the trochanter.